Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurate compared to a lab result. The reporter claimed obtaining blood glucose readings where "the difference was 40 mg/dl in average¿ between the subject meter and a lab result, no exact values were given. The tests were performed within 10 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting and we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.